Manufacturer narrative:
Device UDI lot/serial: 13893850, (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Later in a follow-up study, a proximal type I endoleak was revealed, originating from an existing trunk-ipsilateral leg component (rlt261212j/13893850). It was reported that the patient¿s proximal aortic neck had been short with its length approximately 7 mm. On (B)(6) 2018, a reintervention was performed whereby an aortic extender component was implanted proximal to the trunk-ipsilateral leg component. The patient tolerated the reintervention procedure.